Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the hypervit probe was loose during surgery, the procedure type was unknown. A new vitrector was opened to complete the procedure. There was no patient harm.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe was received, without a tip protector. The sample was visually inspected and found to be nonconforming with the needle stiffener pulled out of the needle holder. The degree of wear could not be determined due to inner cutter broken condition. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Four photos attached to the parent complaint were reviewed by the investigation site. Photo one shows a pak label with sample product and lot number as reported. Photo one and three show a probe distal end, the stiffener and needle appears to be missing. Photo four shows a probe needle and stiffener taped to a piece of paper. The complaint evaluation confirms that the needle assembly was detached. It appears that during use the adhesive bond failed causing the needle assembly to detach from the needle holder. The exact root cause of the detachment cannot be determined, however, a manufacturing related root cause cannot be ruled out. A non-conformance investigation has been completed related to the needle assembly detachment. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).